Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs or lot information. Production history records could not be reviewed. Reporter stated while the patient was in the seated position at the side of the bed the nurse inadvertently turned on the air pump connected to the device. Reporter stated when the device inflated the patient fell out of bed onto the floor resulting in a broken bone. The instructions for use were adequate as the patient was not participating in a lateral transfer or repositioning, but sitting at the side of the bed waiting for a procedure. User error occurred when the nurse inadvertently inflated the device. The review of the label is adequate for the intended use and did not contribute to the reported issue. A specific root cause was determined to be user error due to the nurse inadvertently inflating the device while the patient was sitting at the side of the bed. There is no evidence to conclude that the reported issue could be attributable to a product defect or manufacturing operations. Discarded by facility.

Event description:
Report received of user error resulting in an adverse event requiring medical intervention. Reporter stated a dependent patient was in a hospital bed with an air mattress and the device on top of the mattress. Reporter stated the device had been in use for an unknown number of days and worked as intended. Reporter stated the patient was assisted into a seated position at the side of the bed to prepare for a scheduled bedside procedure. Reporter stated while the patient was in the seated position at the side of the bed the nurse was asked to firm up the air mattress prior to the start of the procedure. Reporter stated instead of the nurse firming up the air mattress, the nurse inadvertently turned on the air pump connected to the device. Reporter stated the device worked as intended and began to inflate. Reporter stated when the device inflated the patient fell out of bed onto the floor. Reporter stated the patient suffered a broken femur and required surgical intervention. Reporter did not provide lot information and discarded the involved device.